Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and bs obtryx were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/30/2016. It was reported that the patient experienced extrusion, infection, urinary problems, recurrence, dyspareunia. It was reported that patient underwent excision of exposed transvaginal mesh on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6) 2016.